Manufacturer narrative:
Visual examination of the returned moss miami si final tightener identified that approximately 0.5mm in axial length that the driver¿s distal tip hexlobes had become stripped. The observed damage is in the direction of tightening. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. Review of complaint trend analysis found no emerging trends. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is consistent with a driver most likely not having been fully seated in the setscrew during final tightening. No corrective action/preventive action is necessary at this time as there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the moss miami final tightener slipped during definitive tightening of an expedium si single inner set screw. The tip of the final tightener was reported to be worn and was found to be stripped.